Event description:
It was reported that "incident occurred on (B)(6) 2025. When the patient was in lateral decubitus position, we observed leaks on the respiratory device. We observed that the tracheal cuff was leaking. Consequence: we added an auto-inflation device.".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of leak at joint area between the cuff and the tube was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation together with a 10ml syringe and y-connector. Functional inspection revealed that the cuff and pilot balloon could be inflated, but not fully. During deflation, the cuff was difficult to deflate even when the pilot balloon was fully deflated. Water leak test shows bubbles form at the joint area between the cuff and the tube. A device history record review was performed with no evidence to suggest a manufacturing related cause. The complaint has been confirmed but not verified. The root cause could not be determined; therefore, no corrective actions can be established at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "incident occurred on (B)(6) 2025. When the patient was in lateral decubitus position, we observed leaks on the respiratory device. We observed that the tracheal cuff was leaking. Consequence: we added an auto-inflation device.".